Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving medication via an implantable pump. It was believed to be dilaudid; seven (7) mg/day but was not certain. The date of the event was 2016. It was reported the patient presented to the emergency department with unresponsiveness and lethargy. An overdose was suspected. The plan was to stop the pump per the doctor¿s orders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.